Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.  The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that four resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed but failed to release from the catheter. The same event happened with the other three clips. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.